Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (blank screen w/moisture) issue. It was reported that the pump display screen was blank. Moisture was also allegedly visible behind the display lens. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 06/09/2014-device evaluation: the pump has been returned and evaluated by product analysis on 06/04/2014 with the following findings:during a visual inspection of the pump, moisture was visible behind the display lens. A leak test was performed and confirmed a leak due to a crack between the pump casing and display lens seal. The pump could not be powered on to investigate a blank screen due to moisture.